Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) -stem. Visual examination of the provided picture identified the stem and head were explanted and covered in bio-debris. No further evaluation can be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D1: femoral stem 12/14 neck taper extra ext. Offset size 3 130 mm stem length packaged with standard centralizer. D10: 00801803203, femoral head sterile product do not resterilize 12/14 taper lot number is unknown. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported pt underwent a revision procedure due to periprosthetic fracture. There was no contributing factors to the event and the procedure was completed using a stryker brand stem and ncb plate. There is no additional information available at the time of this report.